Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device that had migrated to abdominal wall could not be located'), device breakage ('right essure appeared to be fragmented') and embedded device ('essure device embedded within the tissue') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis, cervix inflammation, pelvic pain female, dyspareunia, urticaria, anxiety and heart murmur. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy. Bilateral salpingectomy and essure device removal). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, device breakage and embedded device outcome was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2020: two essure devices seen within peritoneal cavity, right essure appeared to be fragmented. Magnetic resonance imaging abdominal - on (B)(6) 2020: 10cm pedunculated left sided myoma and left enterocele, essure tubal inserts were not identified. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:device dislocation,device breakage and embedded device . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received: " previously reported event medical device removal replaced with essure device that had migrated to abdominal wall could not be located." Other events right essure appeared to be fragmented and essure device embedded within the tissue added and made medically significant and intervention required due to surgery. Reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device that had migrated to abdominal wall could not be located'), device breakage ('right essure appeared to be fragmented') and embedded device ('essure device embedded within the tissue') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis, cervix inflammation, pelvic pain female, dyspareunia, urticaria, anxiety and heart murmur. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy. Bilateral salpingectomy and essure device removal). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, device breakage and embedded device outcome was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2020: two essure devices seen within peritoneal cavity, right essure appeared to be fragmented. Magnetic resonance imaging abdominal - on (B)(6) 2020: 10cm pedunculated left sided myoma and left enterocele, essure tubal inserts were not identified. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:device dislocation,device breakage and embedded device . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.